Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-10-06, information was received from a consumer via a company representative regarding a (B)(6), female patient who was receiving lioresal 500mcg/ml at a dose of "99.9" via an implantable pump for intractable spasticity and other spasticity. The patient's medical history included multiple sclerosis. On (B)(6) 2015, during a refill, the expected reservoir volume was 3.6ml and the actual reservoir volume was 30.0ml. A catheter study was performed and the physician could not aspirate the catheter. On (B)(6) 2015, the patient experienced withdrawal symptoms and was put on oral baclofen until she was referred for a revision. Another catheter study was performed and they were unable to aspirate in the operating room (or) as well. The pump and catheter were replaced and the event resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Device evaluation summary: the catheter was "incomplete/returned in segments". Analysis of the catheter found ¿no significant anomaly ¿ acceptable catheter testing¿. Conclusion code is no longer applicable for this event.